Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had stopped bolus alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer able to clear the alarm. Customer states it was occurred less than 5 times per week. The insulin pump will be returned for analysis.

Manufacturer narrative:
No bolus stopped alarm noted during testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.